Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic module was replaced to resolve the issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit continued to pop fuses. There was no report of patient involvement.